Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago after permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20090601/5022253.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where all device was removed. The explanted device will not be return as it was discarded at the facility.